Event description:
It was reported to nova biomedical that a consumer received a blood glucose reading of 27 mg/dl and another reading of 113 mg/dl on his blood glucose meter within a ten minute time period. No decision to treat was reportedly made on the alleged faulty meter. The difference in the readings was determined to be clinically significant. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.